Manufacturer narrative:
(B)(4).

Event description:
Information received by medtronic indicated that the customer received a critical pump error/ open book image. Troubleshooting was performed. The customer performed safety checks on the insulin pump and the open book image error was found. No harm requiring medical intervention was reported. The customer discontinued using the insulin pump and it will be returned for product analysis.